Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The post on the broach broke during trialing.

Manufacturer narrative:
The device associated with this report was not returned. A two-year search of the complaint database did not identify a trend. The provided date code j0702 indicates the instrument was manuactured in july of 2002 and is over 13 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned instrument by a depuy (B)(4) staff metallurgist confirmed the complaint. The fracture of the mating feature post of the broach for use with a broach handle is consistent with low cycle fatigue fracture. No evidence of material or manufacturing defects was observed. The date code j0702 indicates the instrument was manufactured in july of 2002 and is over 13 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.